Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported damaged comb. The event timing was during decontamination or sterile packaging. There is no harm or delay reported. No adverse events were reported as a result of this malfunction

Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined that the calibration could not be checked due to the comb being bent. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.